Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient had infection. Symptom of infection was green pus. The patient underwent an explant procedure. The patient was doing well postoperatively.

Event description:
A report was received that patient had infection. Symptom of infection was green pus. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that a lead was returned for an unknown reason. No further information could be obtained. (B)(4) device evaluation indicated that the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. (B)(4) device evaluation indicated that no analysis required per cis departmental procedures.

Event description:
A report was received that patient had infection. Symptom of infection was green pus. The patient underwent an explant procedure. The patient was doing well postoperatively.